Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with enterocele repair, vulvar lesion excision x 2. It was reported that the patient underwent removal of extruded mesh and resuturing, removal of skin tag, right thigh on (B)(6) 2011 due to mesh erosion, anterior row, skin tag, right thigh.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that the patient underwent mesh removal and revision in (B)(6) 2004, on (B)(6) 2005 and in (B)(6) 2011.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05795. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent cystourethroscopy on (B)(6) 2012 and (B)(6) 2013.